Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl) for a few days. Customer changed infusion sites, administered boluses with the pump, and administered syringe boluses to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer reported that they have a future appointment with health care provider to discuss diabetes management.